Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer passed away while wearing the insulin pump. The insulin pump was downloaded, and it showed that the customer checked her blood glucose reading only once, on the day that she passed. The customer gave a 7.0 unit bolus for a blood glucose reading of 450 mg/dl, and had been experiencing blood glucose levels between 300 and 400 mg/dl for a while. It was also stated that the customer suffered from depression. Nothing further was reported.